Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a colonic stent placement procedure performed on (B)(6), 2015. According to the complainant, the stent was placed to treat a malignant 5x4.6cm lesion in the sigmoid resulting from metastatic colon cancer. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to deploy the stent by pulling on the handle; however, the handle broke off. The physician was able to deploy the stent by pulling on the plastic sheath, but the stent did not deploy in the desired location. The physician attempted to move the stent by using an alligator forceps, but the stent wire broke. Surgery to remove the damaged stent was performed on (B)(6) 2015. A sigmoid/ descending colectomy and colostomy surgery was performed and the wallflex colonic stent was successfully removed from the patient during surgery. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis found out that the stent of the device had been deployed and was not received for analysis. The delivery system was received with a 0.035in guidewire inserted. A tactile examination confirmed that the clear outer sheath was kinked 14mm distal to proximal end of the sheath. It was also confirmed that the dark blue outer sheath was broken at two separate positions 1mm and 72mm distal to distal handle and accordioned close to the break sites. The presence of ductile fibers at both break sites were noted which is indicative of material resistance. A severe kink in the outer sheath was identified 270mm distal to the distal handle. The stainless steel tube was severely kinked 12mm proximal to the distal handle. No other issues were identified during the product analysis. The noted damages are consistent with excessive force being applied to the delivery system and indicate difficulty was experienced during deployment. This was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a colonic stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant 5x4.6cm lesion in the sigmoid resulting from metastatic colon cancer. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to deploy the stent by pulling on the handle; however, the handle broke off. The physician was able to deploy the stent by pulling on the plastic sheath, but the stent did not deploy in the desired location. The physician attempted to move the stent by using an alligator forceps, but the stent wire broke. Surgery to remove the damaged stent was performed on (B)(6) 2015. A sigmoid/ descending colectomy and colostomy surgery was performed and the wallflex colonic stent was successfully removed from the patient during surgery. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): (medical intervention required: sigmoid/ descending colectomy and colostomy surgery). The reported event of stent positioning/placement problem. The reported event of stent wire broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.